Manufacturer narrative:
Internal complaint reference: (B)(4). E1: address added.

Event description:
It was reported that during an arthroscopy, the bioraptor knotless suture anchor broke inside the patient. All the pieces were removed using forceps. The procedure was completed with a non-significant surgical delay using a back-up device in the originally drilled hole. No further complications were reported. The patient currently is in a good health status.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the very distal tip of the anchor (it fractured at the distal edge of the suture window) and a string of suture. All returned items have debris on them and the distal tip of the insertion device is deformed. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A material specifications review found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.